Manufacturer narrative:
The biomedical engineer reported that the multigas unit was giving an incorrect reading. No harm or injury was reported. They will be sending this unti in for an exchange.

Event description:
The customer reported that their multigas unit is displaying a "gas device error" during a case.